Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm and was resolved after the pump supplies were changed. The blood glucose (bg) level was approximately in the 400 mg/dl range and was corrected. As the event had occurred in the past, the customer declined tandem technical support's offer to troubleshoot. Reportedly, at times, the customer used humalog in the cartridge for 3 days instead of the labeled 48 hours.